Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a flash memory error. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact, and the top case was cracked and chipped by the front left and right bottom corners upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up portion of the investigation. Root cause of the reported issue is unknown, but there was failure in the flash memory of the main printed circuit board. Replaced the main printed circuit board, performed power and self test process. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.